Manufacturer narrative:
The customer reported a complaint that "the fully charged autopulse li-ion battery (sn (B)(4) was intermittently unable to power on the autopulse platform" was confirmed during functional testing but not during the archive review. The possible root cause for the reported complaint could not be determined. Upon visual inspection, no physical damage was observed. The status leds of the battery illuminated four steady green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four steady green lights. However, when the fully charged battery is inserted into a known good autopulse platform, the platform is unable to power on the platform, thus confirming the reported complaint. The archive review shows there were no errors around the reported event date however, on (B)(6) 2022 the battery recorded an oz error while the battery is sitting on the shelf, unrelated to the reported complaint. The possible cause for this is esd hit. The battery has recovered and the esd was cleared after it was inserted again into the charger the same day. No other errors were recorded. The battery was last charged successfully on (B)(6) 2022 and was last used/inserted in the autopulse platform on (B)(6)2022 without issue.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn ) was intermittently unable to power on the autopulse platform. The platform performed as intended with a known good battery. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was corrected.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(6) was unable to power on the autopulse platform. When the status indicator button on the battery is pressed, 4 solid green lights illuminated. The status leds on the multi-chemistry charger illuminate green when the battery is inserted, indicating the battery is fully charged and can be used in the platform. The platform performed as intended with a known good battery. No patient involvement.